Event description:
It was reported that after the procedure, the fenestrated bipolar forceps instrument was observed with surface damage. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and reported failure was confirmed. The instrument was found to have a damage on the conductor wire¿s insulation. The conductor wire was found to be nicked, exposing the internal wire. No thermal damage was observed. There was no missing insulation material. The instrument passed electrical continuity test. Additional observation related to the customer reported complaint: the instrument was found to have scratch marks/abrasions on the edge and surface of the bipolar yaw pulley. The scratch marks/abrasions were found on two locations of the bipolar yaw pulley.